Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during drain 1 of 4. The patient had inadvertently separated a connection during her sleep. Corporate product surveillance (cps) contacted the hp on (B)(6) 2011. She stated that she did not recall what had happened on the night of the alarm. As the patient could not recall her supplies, there are no samples and no lot number available. Cps contacted the nurse on (B)(6) 2011. She had no further information available about the event, but stated that the patient was doing well. Therapy has been going well since, and there were no adverse effects reported to be caused by this incident. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 (air in set) was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the possible use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer, they did not recall the events pertaining to this incident, therefore the lot number was unknown and there were no samples available; no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.